Manufacturer narrative:
As received, a complete lead was returned in one piece. No anomalies were noted at the distal tip region. As received, the helix was fully retracted and no indications of blood/body fluids were noted inside the helix housing. The helix could be extended and retracted without any anomalies noted. Electrical testing revealed no indication of conductor fractures or internal shorts. Visual inspection of the lead revealed no anomalies.

Event description:
During procedure, before implanting the lead, it was noted that the helix would not extend. The lead was exchanged and the patient was stable with no adverse consequences.